Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered after final compounding. The bags were remade before leaving the facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from november 14, 2020 - november 15, 2020. The three (3) actual devices were not available; however, a photograph of the one (1) sample was provided for evaluation. The other two (2) devices were not received for evaluation; therefore, a device analysis could not be completed. Visual inspection was performed on the photograph which observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.